Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt was completing a daily self test and heard an audible alarm from the primary system controller. There was no green light signaling that the pump was running, there was a yellow wrench alarm, and the system controller displayed a message to change the system controller and call the hosp. The pt changed to the backup system controller and saw that the green light as not lit up signaling that the system controller was functioning. The connections were reviewed to ensure that they were securely attached, and a green light came on and the system controller began to function. One low flow alarm was received as the pump was starting and most likely increasing speed to fixed speed.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The manufacturer is attempting to acquire the primary system controller for further eval. Please reference the manufacturer's medwatch # 0002916596-2014-00787 for the backup system controller. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.